Event description:
It was reported that the device exhibited post-paced t-wave oversensing during rv sense test via review of merlin transmission. The device functioned normally in-clinic follow-up. Programming changes were suggested. The patient condition is fine.